Event description:
Customer reported blood glucose had been elevated (in the 400s mg/dl) over the past several weeks. Customer's doctor advised customer to resume injections. Device =480 mg/dl in the evening. Customer injected 10 units of insulin. At 6:30 am the next morning, customer was confused and became unconscious. Paramedics were called & their device = 20 mg/dl. Paramedics administered a glucose IV and transported customer to the hosp. Paramedics additional test = 70 mg/dl and hosp device =90 mg/dl. Customer was monitored at the hosp and discharged. No controls used. A request was made for return product and replacement product was sent.